Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. After the patient inserted the sensor, the patient experienced a prickling pain at the sensor insertion site. The patient did not remove the sensor immediately and continued to use it. On (B)(6) 2022, the patient experienced a skin reaction with inflammation and pus. The patient had swelling at the insertion site and was diagnosed with cellulitis (bacterial skin infection). They were hospitalized and treated for the drainage of pus with an incision on the insertion site. At the time of the report the patient was still under observation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).